Event description:
Device report from japan reports an event as follows: it was reported that patient underwent a plsf (th9-sai) for treating asd on june 14, 2022. After the screw was inserted, the surgeon decided to retry screw reinsertion and removed screw. While the surgeon was reinserting the screw, a piece of bone happened to fall into the hollow bone area. The surgeon was unable to remove the bone fragment. The procedure was completed with less than thirty minutes delay. This report is for a 5.5 exp verse can scr 8.0x75. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional procodes: kwp, kwq, mnh, mni, osh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. A manufacturing record evaluation was performed for the finished device. Product code: 199725875s. Lot: 267426. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: january 27, 2020. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary =the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the 5.5 exp verse can scr 8.0x75 p/n:199725875s. A dimensional inspection was unable to be performed due to device design. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the 5.5 exp verse can scr 8.0x75 p/n:199725875s was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review = a manufacturing record evaluation was performed for the finished device: product code: 199725875s, lot number: 267426; and no non-conformances / manufacturing irregularities were identified during the manufacturing process.